Event description:
The customer requested an onsite preventative maintenance service. Initial evaluation found that the rem did not alarm when the rem impedance was reduced to zero ohms.

Manufacturer narrative:
(B)(4). The unit was serviced at the customer's site and investigations found that the rem did not alarm when the rem impedance was reduced to zero ohms. The investigation isolated the failure to the generator needing to be calibrated, but a root cause was not identified. The generator was calibrated and the rem impedance was reduce to five ohms and it alarmed.